Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of the pump and cuff found no abnormalities and passed the leak testing performed. The balloon was inspected, and a pinhole was identified in the balloon shell proximal to the sphere adapter junction, which is consistent with fatigue. The balloon did not pass the leak test performed. Based on the information available, the reported allegations were able to be confirmed.

Event description:
It was reported that this artificial urinary sphincter was removed due to a fluid leak from a hole in the balloon. A new artificial urinary sphincter was implanted. No patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter was removed due to a fluid leak from a hole in the balloon. A new artificial urinary sphincter was implanted. No patient complications were reported.